Manufacturer narrative:
(B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a¿fiber optic sensor failure¿ alarm was generated. The customer did try to troubleshoot, but was unsuccessful. The emergency service specialist assisted the customer in transducing the fluid lumen through aspirating/flushing while the console was on standby. There was no reported injury to the patient.